Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log. It was reported that the patient's mobile power unit (mpu) was making a loud continuous sound. While on a call with the clinic at (B)(6) on (B)(6) 2022 the caregiver reported a loud continuous sound had started. The patient had switched to battery power, and the caregiver unplugged the mpu and removed the internal aa batteries, at which point the noise stopped. The patient's caregiver denied any noises coming from the controller or that any alarms were ever displayed. The caregiver also denied any alarms or indications on the mpu itself. There was no power outage and the mpu did not become unplugged from the wall. The caregiver reported that it has been a year since the internal aa batteries were replaced, which was longer than the recommended time. The caregiver demonstrated the noise occurring until the removal of the internal aa batteries. The caregiver was instructed to replace all of the aa batteries, however the problem persisted despite this. The patient was then instructed to sleep on battery power until a new mpu could be provided to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms on the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested. The mpu patient cable was manipulated, and the alarms were able to be silenced and reproduced. The customer declined repairs as a replacement mpu was already provided. The mpu was forwarded to product performance engineering (ppe) for further investigation. During further investigation with ppe, the mpu was powered on and immediately alarmed with no indicators illuminated on the mpu nor the system controller. The mpu was connected to a mock loop and was able to operate a pump as intended; however, the mpu continued to alarm throughout the duration of the testing. The patient cable underwent continuity testing and passed; however, did not pass insulation testing. The patient cable was stripped, and several sections on multiple wires were found to be damaged with the inductors exposed. The exposed inductors can result in a short to shield which will cause the mpu to alarm. No further testing was conducted. The reported event was conclusively determined to be caused by damaged wires. The device history records were reviewed for the mpu and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.